Manufacturer narrative:
Device evaluated by MFR: the device was returned detached in the proximal sheath assembly. Device analysis revealed a damage on the guidewire exit hole port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that imaging catheter stuck in lesion occurred. The target lesion was located in a moderately tortuous proximal left anterior descending (lad) artery and mid lad. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci). After a placement of a 3.5mmx3mm non-bsc stent, pullback was performed from the peripheral of the lesion area while protecting on the side branch was made with an unknown wire. However, it was noted that the opticross imaging catheter was stuck at the area after passing through the lesion (right after the guiding catheter). After it was stuck, it was removed with a guideliner catheter successfully with no problem encountered. In addition, the physician noticed that the exit port got caught. The procedure was completed with an opticross imaging catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that imaging catheter stuck in lesion occurred. The target lesion was located in a moderately tortuous proximal left anterior descending (lad) artery and mid lad. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci). After a placement of a 3.5 mm x 3 mm non-bsc stent, pullback was performed from the peripheral of the lesion area while protecting on the side branch was made with an unknown wire. However, it was noted that the opticross¿ imaging catheter was stuck at the area after passing through the lesion (right after the guiding catheter). After it was stuck, it was removed with a guideliner catheter successfully with no problem encountered. In addition, the physician noticed that the exit port got caught. The procedure was completed with an opticross¿ imaging catheter. No patient complications were reported.